Event description:
It was reported that the patient underwent a bilateral open repair of inguinal hernias on (B)(6) 2009 and mesh was implanted. On (B)(6) 2009, the patient reported pain with exercise and bending. The patient was treated with an injection at the sore spot with diprophos and marcaine. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.